Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after intraocular lens (iol) was implanted into the patient's eye, a cut was noticed on the edge of the optic. Iol remains implanted as doctor indicated there was no issue and no adverse impact to patient. No further information provided.